Manufacturer narrative:
(B)(4). The customer reported that a wire was broken on a paddle set and had questions about paddle set life expectancy. The paddle set was more than 5 years old when the problem was reported. There was no reported pt involvement. Note that this paddle set failure was reported under the mrx defibrillator where the customer was not able to provide a serial number or specific paddle set product number. Philips provided the customer with sterilization and inspection procedures. We will consider this a malfunction of the paddle set where a wire broke. The broken wire is consistent with a failure due to age and use, and will not be considered an early or unusual failure. Philips labeling for paddle set maintenance instructs users to test the paddle sets and perform routine visual inspection.

Event description:
The customer reported that a wire was broken on a paddle set and had questions about paddle set life expectancy.